Event description:
An additional report is needed for the correction that reprogramming was performed as an interim solution.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and pacing inhibition was observed on the right ventricular (rv) lead on a pacemaker dependent patient. The suspected cause of the event was due to insulation damage, although not confirmed. No intervention has been performed, although a lead replacement is anticipated. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that the lead was capped and replaced to resolve the event. The patient was stable.